Event description:
It was reported to gore that a patient was to be implanted with a gore® tag® thoracic branch endoprosthesis (tbe device side branch) to treat thoracic aortic aneurysm. During the procedure, there was resistance felt when advancing the tbe device side branch to target site. Tbe device side branch was withdrawn a little and tried to advance again to target site, during this process it was found that the distal end of the endo expanded somehow under imaging (blue circle in attached imaging). Physician didn't initiate deployment from knob; therefore, he decided to remove this device. Tbe device side branch was removed from patient completely. The leading end of catheter was found broken, and only deployment line connected the catheter and shaft. Another device (fluency) was used to complete the procedure successfully. The patient didn't experience adverse consequences.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Code c21 - the picture provided by facility will be evaluated by gore. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: code c19: a review of the manufacturing records for this device verified the lot met all pre-release specifications. Code d15: imaging evaluation summary: the radiographic image received cannot be used to perform a full imaging evaluation because it does not meet the dicom standard. The extent and accuracy of the observations and findings may be limited due to the completeness, format and/or quality of the image provided for review. Gore cannot guarantee all key findings have been captured or that the findings are accurate. Engineering evaluation summary: the device was not returned; a device picture was returned for engineering evaluation. The gore® tag® thoracic branch endoprosthesis side branch (sb) engineering evaluation for (B)(4) showed the following: the evaluation showed: o the tbe sb catheter is separated at the interface between the sb overmolded transition and distal shaft. O the trailing end of the sb is partially deployed. The deployment fiber appears to be connected to the sb sleeve and laced through the catheter. O the leading end of the device does not appear to have any irregularities. O there were no images returned of the trailing end of the catheter or deployment knob. The findings of the evaluation are consistent with the reported event description, which stated that the ¿distal end of the endo expanded¿ during the procedure and that the ¿leading end of catheter was found broken, and only deployment line connected the catheter and shaft." Per the manufacturing product history review (phr), a review of the manufacturing records indicated that the manufacturing lot met all pre-release specifications. No root cause for the report of the leading end of the catheter separation from the trailing end of the catheter and partial deployment of the sb device could be identified. A manufacturing deficiency associated with the sb device was not identified during the device evaluation.